Event description:
During a coronary stenting treatment procedure, crossing difficulties were encountered. The physician introduced the express2 3.0 x 24 mm stent into the obtuse marginal artery and experienced much difficulty crossing the lesion in the tortuous artery. He then tried to inflate the stent, but the stent would not open up at all, even when the pressure was increased to almost 8 atm's. He could not deploy this stent; so he withdrew the stent/delivery device together as a unit. It is unknown if the lesion was pre-dilated. He completed the procedure successfully with another stent. The pt was reported to be "okay".